Event description:
It was reported that the pump shut off unexpectedly. The customer experienced an elevated blood glucose level of 516 mg/dl with trace ketones. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.